Event description:
It was reported that a shaft break occurred. The patient was diagnosed with unstable angina pectoris and atherosclerotic coronary artery disease and underwent for coronary angiography and percutaneous coronary stent implantation. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the process of delivering the cutting balloon catheter, the push rod broke. The procedure was completed using a 2.75mm x 10mm wolverine cutting balloon along the non-boston scientific guidewire into the proximal segment of the left anterior descending (lad) for pre-treatment dilation. There were no patient complications.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The patient was diagnosed with unstable angina pectoris and atherosclerotic coronary artery disease and underwent for coronary angiography and percutaneous coronary stent implantation. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the process of delivering the cutting balloon catheter, the push rod broke. The procedure was completed using a 2.75mm x 10mm wolverine cutting balloon along the non-boston scientific guidewire into the proximal segment of the left anterior descending (lad) for pre-treatment dilation. There were no patient complications. It was further reported that the target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. The annular calcification was cut approximately 4-5 times, from the farthest to the nearest. When the device was being withdrawn, the shaft broke at the connection point, inside the guide catheter. The device was completely removed, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event as it is most likely that the reported event occurred due to an excessive force having been applied to the device. This code was selected as the most probable complaint cause based on the information available.